Event description:
The monitor tech reported that the central nurse's station (cns) was discharging patients with no user intervention. While monitoring, patient information would disappear from the screen. The customer reviewed the "report form" (utilized to log staff shift changes) and found they had not officially discharged the patients. Additionally, when re-admitting each discharged patient, the re-admit function did not always work in resuming patient monitoring, thus causing a loss of a portion of the historical patient data. No impact to patient monitoring occurred, since wireless telemetry devices were still in use. The cns was automatically admitting based on the continual ECG rhythm detected. The telemetry tech advised the biomedical engineer (bme) that the screens were currently not being locked by some of the techs, which they will need to start doing, as not doing so may be contributing to the problem, indicated by the intermittent nature of the reported issue. The staff reported that they will adopt this practice into their workflow to mitigate future problems. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the monitor tech reported that the central nurse's station (cns) was discharging patients with no user intervention. While monitoring patients, patient information would disappear from the screen. The customer reviewed the "report form" (utilized to log staff shift changes) and found they had not officially discharged the patients. Additionally, when re-admitting each discharged patient, the re-admit function did not always work in resuming patient monitoring, thus causing a loss of a portion of the historical patient data. No impact to patient monitoring occurred since wireless telemetry devices were still in use. The cns was automatically admitting based on the continual ECG rhythm detected. The telemetry tech advised the biomedical engineer (bme) that the screens were currently not being locked by some of the techs, which they will need to start doing, as not doing so may be contributing to the problem, indicated by the intermittent nature of the reported issue. The staff reported that they will adopt this practice into their workflow to mitigate future problems. No patient harm was reported. Service requested / performed: troubleshooting: nk ts was unable to troubleshoot the issue with the customer. However, the customer thought that a cns software upgrade (from v 1-06 to v 2-40) would resolve the issue. Investigation summary: it was identified that the screen was not being locked by some of the telemetry techs, which could contribute to the intermittent nature of the reported issue. Per nk ts notes, the issue has been resolved by updating the software of the connected gz transmitters to 02-22. Per mmbex 171 [a] - co-3349, the version update to v02-22 added a mode to initiate with a locked screen when powering on the gz transmitters. Additionally, the key lock state was set as a default setting to eliminate it from reverting to the unlocked state when powering down then powering back up the gz transmitter. A review of the history of the serial number identified that there were no tickets generated regarding devices disappearing on the cns or the cns randomly discharging patients after the software had been updated. Based on the available information, a definitive root cause could not be identified. However, the issue resolution suggests that not locking the screen may have contributed to the issue. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: telemetry transmitter: model #: gz-120pa, sn: ni. Telemetry transmitter: model #: gz-130pa, sn: ni.

Manufacturer narrative:
The monitor tech reported that the central nurse's station (cns) was discharging patients with no user intervention. While monitoring, patient information would disappear from the screen. The customer reviewed the "report form" (utilized to log staff shift changes) and found they had not officially discharged the patients. Additionally, when re-admitting each discharged patient, the re-admit function did not always work in resuming patient monitoring, thus causing a loss of a portion of the historical patient data. No impact to patient monitoring occurred, since wireless telemetry devices were still in use. The cns was automatically admitting based on the continual ECG rhythm detected. The telemetry tech advised the biomedical engineer (bme) that the screens were currently not being locked by some of the techs, which they will need to start doing, as not doing so may be contributing to the problem, indicated by the intermittent nature of the reported issue. The staff reported that they will adopt this practice into their workflow to mitigate future problems. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were used in conjunction with the cns. Additional information was requested but not provided, notated as no information (ni) below. Telemetry transmitter: model #: gz-120pa, sn: ni. Telemetry transmitter: model #: gz-130pa, sn: ni.

Event description:
The monitor tech reported that the central nurse's station (cns) was discharging patients with no user intervention. While monitoring, patient information would disappear from the screen. The customer reviewed the "report form" (utilized to log staff shift changes) and found they had not officially discharged the patients. Additionally, when re-admitting each discharged patient, the re-admit function did not always work in resuming patient monitoring, thus causing a loss of a portion of the historical patient data. No impact to patient monitoring occurred, since wireless telemetry devices were still in use. The cns was automatically admitting based on the continual ECG rhythm detected. The telemetry tech advised the biomedical engineer (bme) that the screens were currently not being locked by some of the techs, which they will need to start doing, as not doing so may be contributing to the problem, indicated by the intermittent nature of the reported issue. The staff reported that they will adopt this practice into their workflow to mitigate future problems. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.